Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, at the start, the surgeon was still able to squeeze the clip applier's handle but its jaws were unable to close. When it was fired, the clips got stuck. None of the clips were fired from the device. There was no patient injury.